Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) with helium leak. A getinge field service engineer evaluated could not verify reported problem of helium leak. Did calibration check service order did calibration check equipment status passed all functional testing return to clinical service. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.